Event description:
Septic right knee [joint infection] ([joint swelling], [joint warmth], [synovial fluid color], [synovial fluid white blood cells], [knee pain], [joint inflammation], [synovial fluid analysis abnormal], [staphylococcus aureus infection], [knee effusion]); c-reactive protein increased [c-reactive protein increased]; glucose high [glucose high]. Case narrative: initial information received on (B)(6) 2018 from united states regarding an unsolicited valid serious case received from a pharmacist. This case involves a (B)(6) years old male patient who experienced septic right knee, glucose high and c-reactive protein increased while he was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included deep vein thrombosis and surgical history included arthroscopic knee surgery. Family history of cancer was reported. No past medical treatment(s) and vaccination(s) were reported. On (B)(6) 2018, the patient received intra-articular injection of synvisc one in right knee (hylan g-f 20, sodium hyaluronate) at 6 ml 1x (batch number and indication: unknown). The patient was prepped with betadine and alcohol and received a 3cc lidocaine injection prior to the synvisc-one injection into the superolateral parapatellar portal of his right knee and the patient tolerate the procedure well. On (B)(6) 2018, patient presented to the clinic with significant pain, inflammation and large effusion. The patient's knee was prepped with betadine and alcohol, following which 35cc of cloudy fluid from the knee was aspirated and 80mg triamcinolone with 5cc of xylocaine was administered. Patient was given tramadol and an intramuscular injection of toradol following which his knee pain subsided. On an unknown date after receiving the injection, patient was diagnosed with septic right knee (latency: few days). Further, the patient's aspirate was cultured, grew staph aureus. The patient underwent arthroscopic irrigation and lavage of his right knee with placement of drain and was hospitalized for 6 days on IV antibiotics. As a corrective, patient was administered methicillin and was later switched to daptomycin. On (B)(6) 2018, the patient reported to the clinic again after his arthroscopic irrigation and lavage with the complaint of increased pain and swelling. The patient underwent lavage and irrigation again. The right lower extremity of the patient was prepped and draped in sterile fashion and a lateral inferior incision was made, a shaver was placed and irrigation was performed. The patella was constantly irrigated with 14 litres. The drain was tied in with 2-0 nylon, using 3-0 portals and adaptic 4x4 abd pad and ace wrap was applied. The patient was transferred from the operating room to recovery in stable condition. The aspirate was sent for culture and fluid showed white cells count 60120 cells/ul (high) and synovial fluid color was orange. On (B)(6) 2018, patient reported to the clinic for follow up for his septic knee and underwent a third knee washout for his knee. The patient's lab tests performed in the same day revealed c-reactive protein as 7.1 mg/dl (high) (<=0.5) and glucose was 133 (high) (70-110). Corrective treatment: methicillin, daptomycin, icing and knee wash procedures for septic right knee outcome: recovering/resolving. A pharmaceutical technical complaint (ptc) was initiated on (B)(4) 2018 for synvisc one with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Seriousness criterion: hospitalization, life threatening, disability, medically significant and required intervention additional information was received on (B)(4) 2018. Global ptc number and results were added. Text was amended accordingly. Additional information received on (B)(4) 2018 from healthcare professional. Patient's past surgical history and family history added. Lab test results performed on (B)(6) 2018 added. Added. Details pertaining to suspect product added. Event verbatim aspirate was cultured, grew staph aureus updated to septic right knee. Events of increased warmth, swelling, synovial fluid color added as symptoms for septic right knee. Events of glucose high, c-reactive protein increased added with details. Clinical course updated. Text amended accordingly.